Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed. The cause of the communication failure was isolated to a thermally damaged j702 component and esd700 diode array on the distribution node pca. The root cause for thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.